Event description:
It was reported that: "the physician, while treating an a-com aneurysm, planned to treat by standard coiling. Took access to the location with ballast 90 long sheath and navien distal access catheter , physician took access to aneurysm with sl 10 micro-catheter and traxcess micro wire , removed the wire after accessing inside to the aneurysm and successfully placed the micro catheter inside the aneurysm , tool optima 8mm 27 soft complex as the first coil . Prechecked the coil and gave a green signal , started cooling and when tried to detach the xcel controller gave a green signal of successful detachment , but the coil wasn't detached and even after after multiple attempts with different detachers it wasn't detaching .physician decided to took it back . While retrieving the coil got stretched and detached and physician had to catch it back with a catchmini stent retriever. Resumed cooling with different sizes and case finished successfully and patient extubated and doing fine with medications on". Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.